Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician used a 26f sentrant sheath into a conduit that was sewn into the iliac artery. The physician had modified the sheath by cutting it to approximately 3 cm. A delivery system was inserted into the patient and removed. After removing the delivery system, the iliac conduit popped off and the suture line was torn. The conduit was sewed back in and the patient was given a unit of blood. No additional clinical sequelae were reported, and the patient is fine. A review of returned films from a ppt slide showed that the patient was treated for a taa located near the lsa. The patient had a bovine arch. No endoleak was seen on a single final angio image or on the video. The cause of the events could not be determined from these images.